Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification. Quality personnel then investigated the attachment. Maximum temperature recorded on the head of the attachment during under load testing did exceeded maximum allowable temperature. The attachment stopped working after 36 seconds of under load testing. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed significant gear wear. A significant amount of debris / retainer material was observed inside the cap and head cavities and inner components. Both bearings failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant wear on the teeth of the gears.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient's lip. The doctor applied vaseline to treat the burn.